Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the discardit¿ ii syringe w/o needle foreign matter plastic material was noticed. The following information was provided by the initial reporter: when using, the medical staff notices plastic material in the syringe. 2 syringes have been kept. One is not contaminated, the other contains physiological serum. The device related to this incident is contaminated and is available at the pharmacy.

Manufacturer narrative:
Investigation: bd has not been provided with photos and sample for 300296 lot 1806152 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The particles consist of an accumulation of "slip agent" which is used in the formulation and manufacturing of the polypropylene syringes. The slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity remains inside to allow a good sliding performance during the injection operation. Toxicologic material risk assessment tests have been conducted and they have all passed all established criteria for preclinical toxicological safety evaluations and should not represent any risk if the product is used according to normal practices. Bd has initiated the appropriate corrective and preventative actions, CAPA#207816 for this issue. Bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's.

Event description:
It was reported that during use of the discardit¿ ii syringe w/o needle foreign matter plastic material was noticed. The following information was provided by the initial reporter: when using, the medical staff notices plastic material in the syringe. 2 syringes have been kept. One is not contaminated, the other contains physiological serum. The device related to this incident is contaminated and is available at the pharmacy.